Manufacturer narrative:
Device not returned.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, back up vvi mode was observed on the device which delivered active high voltage therapy. A device download was performed successfully. Patient was stable.